Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with uncut corneal flap during treatment in the left eye. Procedure completed and device did not report any errors. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. The energy was stable during the whole day. Logfile shows eight successfully performed treatments. No treatment report was provided. No relevant deviation between planed and performed energy is detectable for the treatments of the left eyes. Without a treatment report no evaluation is possible. No technical root cause could be identified. Root cause could be not be determined without further information, however a technical root cause can be excluded, device performed as expected. The manufacturer internal reference number is: (B)(4).